Manufacturer narrative:
The field service engineer (fse) was on-site (B)(4) 2008 investigating the event. The fse noted initial instrument check revealed no obvious errors. System checks were performed and they met specifications. The fse ordered high sensitivity (hs) system check to perform hs son/inc. Testing and returned to the customer site on (B)(4) 2008. The fse then performed a preventative maintenance on the instrument and then performed hs son/inc. Testing and it failed. The fse noted that during the pm it was discovered that there was heavy spillage in the wash carousel. The dispense probes and aspirate probes were replaced. The fse ran a system check and hs son/inc. Testing and both met specifications. The instrument repairs were verified per established procedures and results met published performance specifications. MDR# 2122870-2008-2008 documents the results for pt 1. This is five of six separate MDR reports related to six pt events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02442, 02443, 02444, 02446 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for six pts. The initial erroneously elevated results were reported outside the laboratory. The customer re-ran the sample and it was within the reference range. It is known that there was a change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.